Manufacturer narrative:
(B)(4). Batch # m92j5k. Additional information received: did the patient experience any adverse consequences due to this issue? No patient consequences. Investigation summary: the device was received disassembled and with the nose cone cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the internal wires disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was impossible to screw the device and it did not work. When removing the device, the surgeon has strength and the handpiece has broken. Patient consequences were not reported.